Event description:
The customer reported intermittent system lockups and communications error messages on the c-arm. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board was replaced and the power supply voltage was adjusted. The system was then found to be operating as intended.